Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr replaced the front panel of the device but the device did not turn on properly. Evaluation of the device and reported issue is still ongoing and once completed with a final evaluation, a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator had a inoperable touch screen. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the front panel assembly and performed a failure investigation. The reported issue was confirmed in the visual examination. The root cause of the reported issue was the visible water ingress. It is known issue and CAPA 1202 and eco 82509 is under investigation for this issue.